Event description:
It was reported that a revision surgery was performed due to femoral loosening.

Manufacturer narrative:
The devices involved were not returned to the manufacturer for analysis. An independent research facility has provided a copy of their report to the manufacturer, but the devices will not be returned. (B)(4).